Manufacturer narrative:
Qc prior to the event was within the established ranges. Qc after recalibration was also within the established ranges. The customer stated that recalibration brings the sodium recoveries back up to the ranges, but then the recoveries drift low again. The customer experienced similar issues with another instrument in the lab (medwatch report #2050012-2010-01772). The customer reported that between the two instruments, approximately 60 false low sodium results had been reported and had to be amended. A bci field service engineer (fse) performed preventive maintenance on the instrument. On (B)(6) 2010, the customer called back for ongoing sodium drift issue. On (B)(6) 2010, the fse replaced the sample probe.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results intermittently generated by synchron lx 20 pro clinical system. The results were reported out of the laboratory. The samples were repeated and the reports were amended with the higher results. As of (B)(6) 2010, the customer had not received any reports from physicians of impact to patient care based upon the erroneously low results reported.